Manufacturer narrative:
.

Event description:
Reporter indicated a patient had vns generator replacement surgery for battery depletion, and lead replacement due to a suspected abraded insulation issue. No lead anomalies were visualized in the surgery, but the patient was experiencing painful stimulation and tightness in the chest area which was felt to be attributed to a breach in the lead insulation or possible fracture. The explanted devices will not be returned by the hospital per hospital policy.